Event description:
It is reported that a customer had cracks on the screen of their insulin pump. The patient's blood glucose level was not recorded. It is unknown how the cracks may have occurred. Pump was returned for analysis. No further information was provided.

Manufacturer narrative:
Findings: pump received with scratched lcd window.unit received cracked case display window corner.unit received with cracked battery tube threads.pump received with cracked reservoir tube lip.